Manufacturer narrative:
DHR could not be reviewed because the batch remains unknown, however there are controls in the manufacturing process to ensure the product met specifications upon release. During the analysis of the returned product, it was revealed that the guidewire was kinked and separated. In addition, the ptfe (polytetrafluoroethylene) coating was peeled off on the proximal end of the guidewire. A review of the images of the separation sites showed signs of a ductile fracture due to the necking and bending of the nitinol and corewire during use. From the condition of the received guidewire the functional evaluation could not be performed. According to the dfu (direction for use): ¿always advance or withdraw the guidewire slowly and carefully. Never advance, auger, withdraw, or torque a guidewire which meets resistance. Resistance may be felt and/or observed under fluoroscopy by noting any buckling or prolapse of the guidewire tip. Excessive force against resistance may result in damage to the guidewire, such as separation of the guidewire tip, damage to the interventional device, and/or vessel perforation. Securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)¿ therefore, the cause of the ptfe peeling was determined to be failure to follow instructions. Based on the information currently available, the exact cause of the guidewire separated and broken could not be determined.

Event description:
During the analysis of the returned device, it was revealed that the ptfe (polytetrafluoroethylene) coating was peeled off on the guidewire and the guidewire was broken. No clinical consequences reported to the patient.